Event description:
The customer reported that the holster's blue cable has been damaged. An error code of l3-018 is being received. The cable has been reported to have a crack on the end. There have been no reported pt consequences. The customer was able to complete the procedure.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the blue cable was causing the l3-018 errors per the complaint, and to correct this issue, the analysis site replaced the blue cable. The analysis site also replaced the shroud due to it was cracked, the safety latch and rotation knob were replaced due to they were damaged, and the miter gear and the e-clip were replaced due to they were damaged during disassembly. As part of the standard service process removed the blue seals from the lemo connectors, and added heat shrink to the green and blue cables. After servicing the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.